Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016 where extensive troubleshooting was performed and parts replaced in an attempt to resolve the reported issue. The intermittent issue recurred, and on (B)(4) 2016, service found and removed a plug in the t-fitting on the rbc bath drain line occasionally caused the rbc bath to not drain properly in turn causing the reported recovery issue. Multiple samples were run following the repair with normal results, and a repeatability test was within specification. All controls ran within range and the instrument was verified and validated. (B)(4).

Event description:
The customer reported receiving high mean corpuscular hemoglobin concentration (mchc) results and low red blood cells (rbc) results on a unicel dxh 800 coulter cellular analysis system while processing patient samples. The customer requested a service visit. Erroneous patient results were not reported out of the laboratory and there was no change or effect to patient treatment in connection to the event. Patient samples were re-run on an alternate instrument, and results were considered correct. This report refers to the event that occurred on the date of event. Refer to MDR 1061932-2016-00191 for the event that took place (B)(6) 2016, and MDR 1061932-2016-00193 for the event that took place on (B)(6) 2016.